Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating on 14feb2026, the paramedic was on scene of an incident and attempted to power "on" the tempus pro. The tempus pro noted to begin the self-test but would never move past this screen. Paramedic attempted a few restarts of the device, including removing the battery, but the device would never move past the self-test screen. The customer had to switch to a fire engine monitor on scene, otherwise no impact and no harm was reported to the patient.